Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during exhalation valve calibration on this 980, an internal ¿clunking noise¿ could be heard. It was also reported that sst failed. The service personnel (sp) inspected the ventilator and replaced the exhalation valve flow sensor (evq) from customer stock due to observed thermistor damage. However, exhalation valve calibration failed due to overpressure resulting in the ¿clunking noise,¿ therefore, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) to address both the noise and the sst failure. The unit passed all the calibrations and tests as per manufacturer's specifications at the time of service. The evq was not returned to medtronic. One ifm pcba was returned for further analysis. A visual inspection of the returned pcba was conducted, and no faults or damage were observed. The pcba was installed in the failure investigation test ventilator for analysis. During testing the unit failed the calibration and the fault was traced back to a faulty mix accumulator pressure sensor (ps4) on the ifm pcba. If a ps4 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation or loss of ventilation. The cause of the ¿internal clunking noise¿ and sst failure was determined to be a faulty ps4 on the ifm pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during exhalation valve calibration on this 980, an internal ¿clunking noise¿ could be heard. It was also reported that sst failed. The ventilator was not in use on a patient at the time of the reported event.